Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The data log was downloaded and reviewed. A review of the data log confirmed the reported event of a hardware error. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's guardian contacted dexcom on 02/22/2016 to report that the receiver displayed a hardware error on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.